Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. When the pump turned back on, the personal profile settings were noted to be missing and the pump was not logging data despite being in use. The customer's blood glucose level was 131 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.